Manufacturer narrative:
Evaluation description included in block h10.the reported field event of an egm marker anomaly could not be reproduced in the laboratory. The device was tested on the bench and egm markers were displayed normally on both stored and real-time egms. The cause of the field event could not be determined.

Event description:
It was reported that device with a true vt episode in the vt2 zone which was converted with a single round of atp. The markers were displayed as expected. The device remains implanted.

Event description:
New information notes the device reached normal eri and was explanted and replaced.